Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and inappropriate pacing. The right ventricular (rv) lead exhibited oversensing. The ra lead was explanted and replaced. The rv lead remains in use. The patient is a participant in (B)(6) registry. No patient complications have been reported as a result of this event.